Event description:
The customer reported via phone call that they experienced fluctuating blood glucose. The customer's blood glucose was 554 mg/dl. The customer was able to lower their blood glucose to 80 mg/dl with treatment. The customer reported their blood glucose later declined to 69 mg/dl and rose to 309 mg/dl. The customer's blood glucose was 329 mg/dl at the time of the call. Customer treated their blood glucose with the insulin pump. The customer did not report any symptoms of high blood glucose. Troubleshooting found the customer had an air bubble in the tubing. It was also found the insulin pump passed a high pressure test. Customer was advised to change out their entire infusion set, reservoir, and insulin. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.